Manufacturer narrative:
The cause for the discordant hemoglobin a1c results is unknown.

Event description:
Customer reports discordant hba1c results when run on different instruments. There was no injury as a result of this event.